Manufacturer narrative:
Correction: e1 - initial reporter.

Manufacturer narrative:
The reported event of backup mode was confirmed. Based on the information provided, the reason for the backup mode could not be determined. The device was restored successfully. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in backup mode; it was also noted that there was no bluetooth telemetry since (B)(6) 2025. The device was restored back to normal settings. It was also noted that the patient was hospitalized due to aspiration pneumonia; there was no allegation that the system or any procedure involving the system contributed or caused the infection. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Correction: b2 - life-threatening should not have been selected.